Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of peg tube detached/separated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during the preparation, outside the patient, the peg tube was detached at the transition zone between the hard and the soft plastic. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.